Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device powers on when door is pressed" was reproduced as does not recognize a closed door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty door hooks. The door hook required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powers on when the door was pressed found during testing in the biomedical service department. There was no patient involvement. No additional information is available.